Manufacturer narrative:
Age or dob, sex, weight, ethnicity: unknown/ not provided. Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on cone using the patient interface (pi) with patient contact. The procedure was completed successfully by switching out the pi. No patient injury and/or surgical intervention required.